Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that chest pain, myocardial infarction (mi), and in-stent restenosis (isr) occurred. In (B)(6) 2015, prior to enrollment of the patient into the study, the patient developed chest pain and was hospitalized with a diagnosis of mi. Coronary angiography revealed a 99% stenosis in the proximal segment of a previously deployed 3x12mm promus premier stent in the proximal left anterior descending (lad) artery in (B)(6) 2015. On the same day, the 99% stenosis in the proximal lad was treated with deployment of a 3.5x15mm non-bsc stent, resulting in 0% residual stenosis. Six days later, the patient was discharged.